Event description:
Boston scientific cardiac rhythm management (crm) received information that this pacemaker patient passed away two months post-implant, as a result of congestive heart failure, pneumonia and infection. The patient's heart rate was reported to have been low approximately one month post-implant. It was also noted that the patient's right ventricular (rv) pacing lead had dislodged; however, the date this occurred was not reported.

Manufacturer narrative:
Available information indicates that this patient's pacemaker and rv pacing lead were likely buried with the patient and will not be returned to boston scientific crm for analysis. No additional information is available at this time. This event will be reopened if any additional information is received.